Event description:
During left herniorraphy, smoke noted to be coming from under the pt drapes. Warm touch machine turned off and the smoke ceased. Pt checked carefully, the case was halted and the airway as well as the upper chest was inspected along with the drapes. No evidence of intraoperative fire. Procedure continued without incidence. No injury to the pt noted.